Event description:
The customer complaints about blood leak during treatment. There was a "blood in dialysate" alarm as soon as starting treatment. Machine: phoenix bfr/dfr: unidentified. There was no harm for the patient, no serious injury and no blood loss. No medical intervention was necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. Gambro does not regard the submission of this report as an admission of liability.